Manufacturer narrative:
E2 / e3: information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. Based on the results of the investigation, a definitive root cause cannot be identified. Possible causes include: the user activates the foot switch while the generator is booting; a faulty foot switch; a defective cable connection between circuit boards; or a defective circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation confirmed the reported error e433 and restarts and is attributed to a defective generator board. The device was repaired and returned to the facility. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the high frequency electro-surgical generator reportedly had an e433 error code and restarts and restarts over and over during an unspecified procedure. No patient injury or harm was reported. During troubleshoot via telephone, the user facility was advised to remove the footswitch and but is still getting the same error. The generator will be returned to the service center for evaluation.